Event description:
It was reported that the burr became stuck with the guidewire. The 80% stenosed, moderately tortuous and severely calcified target lesion was located in the left anterior descending artery. A 330cm rotawire and a 1.75mm rotalink burr were selected for use. During the procedure, it was noted that the burr was stuck with the rotawire. The devices could not be separated and were removed together as one unit. The procedure was completed with another of the same device. No complications were reported and patient was stable post procedure.

Event description:
It was reported that the burr became stuck with the guidewire. The 80% stenosed, moderately tortuous and severely calcified target lesion was located in the left anterior descending artery. A 330cm rotawire and a 1.75mm rotalink burr were selected for use. During the procedure, it was noted that the burr was stuck with the rotawire. The devices could not be separated and were removed together as one unit. The procedure was completed with another of the same device. No complications were reported and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Visual and microscope inspection revealed that the guidewire returned with a small detachment of a portion of the spring tip (not returned). Dimensional inspection of the guidewire revealed that the overall length was only 126.0 out of 130.0" 1.0". No other issues were identified during the product analysis.